Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with no allegation reported by patient. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and does not detect touch, pca electrical damage. There was no error has been identified. The device was scrapped.